Manufacturer narrative:
The thermogard console was evaluated by zoll service technician at the customer site. The reported complaint of the thermogard ivtm system (sn (B)(4) displayed "mid:09" (air trap assembly) error message was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) around the customer reported date, thus confirming the reported complaint. The thermogard console passed the initial functional testing without any fault or error and the customer reported mid:09 error was not replicated. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
The customer reported that the thermogard console (sn (B)(4) displayed mid: 09 (air trap assembly) error message during power on. No patient involvement.